Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
Once the pta of the right anterior tibial procedure was completed on the sixty year old male patient, the sheath was pulled back across the bifurcation without complication and visualized under fluoroscopy. While pt was in recovery, sheath removal was attempted. The physician was called as difficulty was encountered and sheath could not be removed. A .035 wire guide could not be advanced into the sheath for removal assistance. The physician continued to attempt removal of the sheath by hand, and the sheath broke apart, leaving wire braiding and distal end of sheath inside the pt. The pt was then transported from the outpatient facility to the hospital operating room. A vascular surgeon was called in to surgically remove remaining portions of the wire braiding and the sheath. The pt's vitals were stable throughout the entire procedure and no adverse effects were noted.